Event description:
Intraoperatively, the valve appeared to function normally; however, there was paravalvular leak at about 7 o'clock in the posterior annulus. The valve was otherwise well seated. The valve was explanted and replaced with 31mj-501.